Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.473; lot: 7845602; manufacturing site: haegendorf; release to warehouse date: march 29, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Service and repair evaluation the customer reported the device did not function as it was intended. The repair technician reported the tip is broken. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: the inter-lock screwdriver t25/3.5 mm hex/224 mm was returned and received at us customer quality (cq). A visual inspection was performed. The t25/3.5 mm hex tip of the shaft was observed to be bent and stripped. The tip was bent to the point that the sliding bar (p/n 03.010.473.2) would not properly align as intended. The tip of the sliding bar was also slightly bent. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection was not performed due to post-manufacturing damage. Manufacturing record evaluation: the received device was manufactured at the haegendorf site on march 29, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the inter-lock screwdriver t25/3.5 mm hex/224 mm. The stationary tip was bent and damaged enough to make this device inoperable. The sliding bar could no longer align as designed to. While no definitive root cause could be determined for the issues, it is possible that the tip was bent and stripped due to repetitive use and/or over torque. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during surgery the surgeon attempted to use a t25 stardrive locking screwdriver to insert a screw into the patient but unfortunately, the instrument became defective, did not function as it was intended. This was strictly a product malfunction. A second instrument tray obtained a second screwdriver but did not work also. The surgeon is experienced and knows how to properly use the instrument and/or take apart. The procedure was continued by using a non-locking screwdriver. There was no surgical delay. Procedure was successfully completed. Patient status was unknown. Concomitant devices reported: unk - screws: trauma (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 2 for (B)(4).